Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for review of this cardiac resynchronization therapy defibrillator (crt-d) electrogram (egm), as it shows the patient rhythm that appears to be wenckebach but it also seems to oversense the t-wave on the dropped beats. Further review by ts was requested. Ts discussed the reason for the oversensing appears to be the high maximum tracking rate (mtr) and paced rhythm at or close to the mtr, and it was advised to confirm if the patient is symptomatic or not as the situation may not be new. Further programming recommendations were provided and device function was explained. The device remains in service. No adverse patient effects were reported.